Event description:
After surgery, breakage of u-lag screw and distal locking screw were found. The primary surgery was performed on (B)(6) 2014. The patient feel pain but revision surgery is not planned at present because the patient has lung cancer.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.